Event description:
A nurse manager alleged that a female patient undergoing a hysterectomy developed a bilateral skin rash on the inner and outer thighs where the skin had been prepped with either betadine or chloraprep and later touched with a bair paws flex gown (model 83003). The patient had been warmed with the upper body portion of the gown during surgery. After surgery she was warmed with the full gown. At 15-30 minutes after warming started post-surgery, a rash was noted. The patient was treated with prescription decadron (dexamethasone) and non-prescription benadryl (diphenhydramine). The rash resolved.

Manufacturer narrative:
The nature of medical intervention was reported on (B)(6) 2014 which is the reason this event is being reported. The lot number was not provided. Without the lot number, it is not possible to determine the expiration date or the manufacturer's date.